Event description:
A report was received that during the implant of the permanent lead, the trial patient suffered a spinal cord contusion and was not able to move the feet. The physician confirmed that the symptom was procedure related and not related to the device. The lead was removed. The patient¿s condition is improving.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm; model #: sc-4316, lot #: 17932424, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.